Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the distal segment of the lead was returned and the terminal pin was missing. Visual inspection revealed the coils were stretched due to a ductile fracture, confirming the reported clinical allegation. Dried body fluid was noted throughout the entire lead lumen. In addition, the conductor coils were deformed at 177 mm from the anode electrode; likely due to a grabbing tool. Analysis confirmed the reported clinical allegation.

Event description:
Boston scientific received information that during a non-boston scientific device replacement procedure, difficulty was encountered removing this atrial lead although the set screws were fully opened. The set screws were removed and medical silicon oil was flushed into the setscrew holders, however the lead could not be removed and fractured at the connector. It was thought this was due to a set screw issue. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.